Manufacturer narrative:
The patient samples were received for investigation. The anti-hav ii results for the patient samples were all negative: patient 1 results: 1.11 coi (negative), 1.16 coi (negative), 1.16 coi (negative), 1.03 coi (negative), 1.09 coi (negative), and 1.08 coi (negative). Patient 2 results: 1.04 coi (negative), 1.08 coi (negative), 1.07 coi (negative), 1.02 coi (negative), 1.07 coi (negative), and 1.03 coi (negative). The customer's observation was not reproduced during the investigation. A reagent issue was not identified. The reagent performs within specification. The investigation noted several sample quality related alarms which may be related to a maintenance issue at the customer site.

Event description:
The initial reporter complained of false positive results for 2 patients tested for elecsys anti-hav ii (anti-hav ii) on a cobas e 801 module. On (B)(6) 2022 patient 1 had an anti-hav ii result of 0.995 coi (positive). On (B)(6) 2023 a serum sample and a lithium-heparin sample were obtained. The results from the serum sample were 1.04 coi (negative), 1.05 coi (negative), and 1.06 coi (negative). The results from the lithium-heparin sample were 1.01 coi (negative), 1.00 coi (negative), and 0.993 coi (positive). On (B)(6) 2023 two lithium-heparin samples were obtained for patient 2. From sample ID (B)(6) the results were 1.00 coi (negative), 0.992 coi (positive), and 1.00 coi (positive). From sample ID (B)(6) the results were 0.998 coi (positive), 0.993 coi (positive), and 1.01 coi (negative). There was no centrifugation step between the results. All results were from the primary sample tube. The e801 module serial number was (B)(4).

Manufacturer narrative:
Calibration and qc were acceptable. During a review of the alarm trace data, 10-12 sample quality related alarms per day were observed in dec-2022 and jan-2023. The gear pump head and measuring cell were replaced during the last maintenance visit in aug-2022. The samples were requested for investigation.